Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) the reported complaint was confirmed from the evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The unit was received with the lock having rotational and lateral movement and a residue buildup is present. The unit needs repair, preventative maintenance and replacement of worn parts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock of the mayfield modified skull clamp (a1059) was too loose and can open too easily when locked. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.